Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, the patient complained of back pain. It was discovered that the set screws had migrated. The patient underwent a revision surgery to replace the migrated set screws. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.